Event description:
For at least a week, the user received questionable ion selective electrode sodium results for an unknown number of patient samples that were discovered when physicians questioned the results. All results are in mmol/l. Three patient samples were sent for repeat testing at another laboratory on a dade instrument. Patient sample 1 initial result was 130 with a data flag and the repeat result on the same analyzer was 130 with a data flag. The repeat result at the other laboratory was 142. Patient sample 2 was from a patient born on (B)(6) 1923. On (B)(6) 2012, the initial result was 132 with a data flag and the repeat result on the same analyzer was 134. The repeat result at the other laboratory was 143. On (B)(6) 2012, patient sample 3 initial result was 134 and the repeat result on the same analyzer was 134. The repeat result at the other laboratory was 140. The user replaced the sodium electrode, the ise tower and the socket. They performed electrode service, calibration, and quality control plus correlation studies. The result was recovering on the established mean set by the laboratory. On (B)(6) 2012, user repeated patient samples. Of the data provided for 240 patient samples that were originally tested (B)(6) 2012, the results for 224 were discrepant. See the attachment to the medwatch for the actual patient data. The repeat result for patient sample 1 was 131. The repeat result for patient sample 2 was 131. The repeat result for patient sample 3 was 136. The repeat results were considered to be correct. The user did not know if any patients were adversely affected. The sodium electrode lot number was 21515151 with an expiration date of 09/28/2012. Upon follow up, the user stated, the maintenance actions they performed resolved the issue and that they were still getting results that met their expectations.

Manufacturer narrative:
(B)(4).